Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission showed possible undersensing of premature ventricular contraction (pvc) and possible lo ss of capture. The lead remains in use. No patient complications have been reported as a result of this event.